Event description:
Per the clinic, the patient experienced poor sound quality and performance decrement subsequent to sustaining a head trauma. Subsequently, the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery.